Manufacturer narrative:
Reported to the FDA on march 14, 2012. (B)(4).

Manufacturer narrative:
The following info was received during the initial complaint eval. Info provided by third party MFR. In response to your notification related to (B)(4), we have investigated the following for lot ID 420902 identified in the case report: device history records were reviewed and no process deviation was observed. Team confirmed that the parts were processed at specified process parameters. Retained samples were reviewed and found to be acceptable per defined quality requirements. Team is unable to investigate any further due to lack of info and lack of evidence that any of the mfg processes may have contributed to any condition leading to the medical condition contained within (B)(4). The trend provided below for product reported was performed at dr. A 12 month review of complaint listings for rectal/anal bleeding icc code 418000 found 15 cases reported. Based on the eval conducted, no future investigation is required.

Manufacturer narrative:
Add'l information was received on august 11, 2015. Third party manufacturer reviewed the routers used to manufacture lot# 11vm420902 and no deviations or discrepancies were noted. It was noted the lot was manufactured without incident. No previous investigations are available. After a thorough batch review no discrepancies or non- conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint received as follows: call from itu nurse manger regarding flexi-seal signal issue. A (B)(6) female pt admitted to hosp on (B)(6) 2012 for coronary bypass operation. Underwent surgery (B)(6) cardiac arrest during surgery but survived and operation completed. Failed to thrive and confused post-op and had to be reintubated. Contracted antibiotic related diarrhea. Flexi-seal signal was inserted on monday (B)(6) 2012 because of deteriorating skin condition. No pre-insertion pr or exam. Twenty five mls water inserted in retention balloon was deflated and the product repositioned and inflated because of seepage ¿ no record of how much water was inserted in the balloon this time but using signal kit so enough to inflate indicator bubble. On sunday (B)(6), pt became restless and agitated and fresh blood was observed in the top of the tubing. Medical staff called and the product was deflated and removed with sudden loss of ¿quite a lot¿ of blood. Colonoscopy was performed and blood was detected in the rectum, sigmoid colon and a little in the start of the descending colon. No bleeding point was discovered but there was a large clot in the rectum. The pt subsequently required 3 units of blood. Medical staff stated that they suspect rectal trauma caused by the flexi-seal tube but they could not identify a bleeding point or visible ulcer. Pt experienced blood stained diarrhea on sunday (B)(6) but no subsequently bleed. Bowel movements have not been blood stained since. Pt remains confused as she has been continuously post-operatively but stable. Pt¿s medication included anticoagulants, antibiotics, diuretics and analgesics. This report describes a serious adverse event of a pt who arrested during cardiac bypass surgery and required re-intubation after initial extubation. Post-operatively, the pt was on anticoagulation therapy and had a flexi-seal signal fms device inserted due to antibiotic related diarrhea. The device was in situ for 2 days with 25 ml water in the balloon. Due to seepage, the balloon was deflated and the device was repositioned, with an unk quantity of water in the balloon. On the 4th day after the repositioning, the pt experienced fresh bleeding in the tubing of the fms. A colonoscopy was performed, which showed bleeding in the sigmoid and descending colon and a clot in the rectum, but no distinct site of injury. The pt was transfused 3 units of prbcs. From a medical perspective, a causal relationship between the fms and the bleeding is deemed possible, because the bleeding occurred while the device was in situ. This pt was critically ill and at high risk for bleeding due to anticoagulation therapy which is a precaution listed in the labeling of the device.